Event description:
This lead was implanted to replace a lead that had been capped due to noise. Noise was still seen on this lead, so therapy was disabled to prevent inappropriate shocks and the decision was to monitor the pt. The noise continued, but it was found that the noise was due to chattering of the original capped lead. Therefore, this lead was repositioned on (B)(6) 2012 and the noise was eliminated.